Event description:
On 18-jun-2026, a sales representative reported via email that an ar-7000-34 cannulated screw, partially threaded (3.75 mm x 34 mm), broke during insertion and was subsequently removed. The surgeon had drilled and prepared the site for a standard latarjet procedure prior to insertion. The procedure was completed successfully using fully threaded screws. This occurred on (B)(6) 2026 with no patient harm reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.